Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited a diagnostic issue. The pacemaker was not used and replaced. The patient experienced no consequences.